Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. Upon deflation of the taxus express2 drug eluting stent balloon, the physician "experieced resistance. The stent was placed successfully and the patient is fine." Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties stated in the complaint could not be determined.